Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh.

Manufacturer narrative:
(B)(4). Additional information received on 05/18/2016 indicated that the product is a non-covidien product. Should additional information be received, a supplemental will be submitted.

Manufacturer narrative:
(B)(4).